Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and also had unexpected restart. The customer¿s blood glucose level was 414 mg/dl. The customer was treated with pump. It was reported that in the night pump was randomly restarted. It had a couple numbers and shut off. Customer declined high blood glucose troubleshoot. It was also reported that it was assisted in performing a self-test and was passed. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss, no unexpected error message, no unexpected restart alarm and no external ram crc error alarm noted during test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked lcd window and cracked battery tube threads.